Event description:
In late 2008, the patient reported experiencing elevated blood glucose of 307 mg/dl. She injected 6 units of insulin via syringe to lower her blood glucose and she changed her infusion site. Her target blood glucose level is 100 mg/dl. She stated her infusion site had been in place for 3 days and the area was red. She believes this caused elevated blood glucose. She stated that she changes her infusion sites every 3 days and the infusion tubing every 6 days. The patient did not require medical assistance from a healthcare or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.